Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, channel 2 of the device was programmed in dose calculation mode, to deliver heparin 25,000 units/500ml, and the delivery was started. No specific programming parameters were reported. After an unspecified length of time, the nurse hung a new solution container and reprogrammed the vtbi (volume to be infused), and the delivery was restated. At 1530, the nurse noted the heparin was delivering at a rate of 163ml/hr. The device was removed from clinical service. At an unspecified time, the nurse reported there was a small amount of bleeding from the pt's nose, mouth, and throat. The nurse reported the bleeding stopped quickly without medical intervention. At that time a ptt (partial thromboplastin time) was ordered and drawn. The results were not reported. The pt was treated with an unspecified concentration of protamine sulfate. After an unspecified length of time, therapy was resumed using a replacement device. At an unspecified time after the device was removed from clinical service, it was found that the nurse had programed the device to be deliver the dose as 200, instead of the intended vtbi as 200ml, which resulted in a calculated rate of 163ml/hr. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2012 at 1340, line a of channel 2 was programmed in the dose calculation mode, with a concentration of 50 units, a diluent 1ml, (B)(6), dose 14 units/kg/hr, for a calculated rate of 11.3ml/hr, with a vtbit (volume to be infused) of 61.1ml, for a duration of 5 hours and 26 minutes, and the delivery was started. At 1609, the device alarmed with n102 (no action alarm), and the alarm was silenced. At 1610, line a was preprogrammed in the dose calculation mode with a dose of 200 units/kg/hr, for a calculated rate of 162mg/dlhr, with a vtbi f 33.5 ml, for a duration of 12 minutes, and the delivery was started. At 1623, the device alarmed n161 (line a vtbi of 500ml, for a duration of 500ml, for a duration of 3 hours and 5 minutes, and the delivery was started. At 1809, the delivery was stopped with a volume infused (vi) of 429.2ml. At 1811, the deliver was restarted. At 1920, the delivery was stopped with a vi of 614.3ml. At 1922, device was reprogrammed in the dose calculation mode with a dose of 14 units/kg/hour, for a calculated rate of 11.3ml, with a vtbi of 36.5ml, for a duration of 3 hours and 13 minutes, and the delivery was started. At 1923, lien a was reprogrammed using the same programming parameters, with a vtbi of 200ml, for a duration of 17 hours and 41 minutes, and the delivery was started. Within the same minute, the delivery was stopped, and the device was turned off. The customer contact indicated the event was due to an operator error in programming the dose as 200, instead of the intended vtbi as 200ml. This report represents al the info known by the reporter upon query by hospira personnel.